Manufacturer narrative:
Correction - h6 codes and h10 since product was not returned to abbott for analysis the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14185. It was reported that the patient presented to the emergency room after receiving multiple shocks for rapid ventricular response. The implantable cardioverter defibrillator (ICD) was interrogated and revealed that the left ventricular (lv) lead was not capturing. An x-ray revealed that the lv lead had dislodged into the superior vena cava. The lead was explanted, and when it was flushed, the fluid came out the side of the lead through the insulation, indicating an insulation breach. The ICD was reprogrammed to address the inappropriate shocks. The patient was in stable condition.